Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. The external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. The log was downloaded, and it passed. The allegation could not be determined. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.